Event description:
During the index procedure two onyx frontier drug eluting stents were implanted in the left anterior descending artery (lad) and in the 2nd diagonal artery. One euphora balloon and one nc euphora balloon were also used for pre dilatation, one nc euphora balloon was used for post dilation. A launcher guide catheter was also used during the procedure. During the procedure the patient suffered from acute closure of the 2nd diagonal. No reflow was noted in the diagonal post lad stent deployment. A plaque shift occurred during stent deployment in lad. The event was related to the onyx frontier device: onyxng35026ux, lot# 0011589739. The artery was successfully reopened by stenting with an onyx frontier drug eluting stent which was implanted in the side branch via t-stenting. A glycoprotein 2b3a infusion was also administered. The final diameter stenosis was 10% and the final timi flow was 3. The patient recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.